Event description:
A complaint of high readings was received on a customer's xceed meter. The customer obtained a reading of 159mg/dl compared to a laboratory reading of 105mg/dl. The customer mistreated with insulin. Customer was admitted to hospital with hypoglycemia.